Event description:
It was reported that patient experienced anti-tachycardia pacing (atp) during a supraventricular tachycardia (svt) episode. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.